Event description:
It was reported that a system error (se) 2367 alarm (air in line) occurred on a homechoice (hc) device during dwell 1 of 4. The home patient (hp) was connected at the time of the alarm. The hp indicated that the supply bag became disconnected. A technical service representative (tsr) explained the alarm and reviewed proper procedures with the hp. The hp planned on using new supplies to complete therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition was confirmed to be due to a loose connection, however, the cause of this loose connection was unable to be determined with the provided information. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.